Manufacturer narrative:
Additional information provided in h6 and h10. Investigation into the reported issue has been completed. No product was received for evaluation. Data logs showed that the "impella defective" alarm occurred during case start with the first aic used, however the alarm eventually cleared, and the pump was able to initialize and run. With the second console, the pump was forced to go through case start again. Upon switching back, the users were once again forced to go through case start. In conclusion, it was determined that the cause of the reported issue was most likely a data transmission corruption. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The complainant reported a pump was not recognized after being switched to a new console at a new hospital. The pump was switched back to the initial console where it prompted the user to start a new case. The patient continued on support until the device was successfully weaned. There was no patient harm.